Event description:
It was reported that it does not work, and think it is a battery error. No patient consequences.

Manufacturer narrative:
(B)(4). Batch #: 191a33. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the articulation mechanism and the joint cover damaged and with no reload present. The device was dry fire and the knife started to tangle out and through the joint cover. No functional test could be performed due to the condition of the device. The joint cover was removed to verify the integrity components the knife was noted to be buckled, causing the damaged to the joint cover and the articulation link to be disengaged from the ring closure. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.